Event description:
The customer reported to vyaire that the bellavista 1000e alarmed technical failure 379 - no o2 dosing possible" during aprv (airway pressure release ventilation) of a patient. Furthermore, there was no patient harm reported associated with this event. The end user transferred the patient to a backup device.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the customer has been instructed to replace both the o2 safety valve and the o2 proportional valve, and perform base unit test and o2 offset calibration, and then repeat the o2 gas path test. No root cause has been determined yet, as investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.